Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient repots cleaning the device like they are supposed to and used dish soap weekly. The patient reports experiencing inadequate air flow and trouble breathing on device. The patient states they have a spot on their lung and they are not sure if it was caused by the new resmed device or old device. It was found in an x-ray. Patient currently has memory issues and believes device are sending stuff into their lungs. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.